Event description:
Product analysis was completed on the returned generator. Testing in the product analysis lab did not confirm that the reed switch was faulty. Further review was completed of the internal data from the generator, and it was found that therapy disabled code 254 was observed on (B)(6) 2025. Error code 254 is observed when the generator is disabled due to a general stop condition. Error code 254 was likely observed due to the eos (end of service) flag being set a one point and then the battery rebounded prior to error code 255 being observed by the clinician and once the device was interrogated it was already in a stop state leading to error code 254 being seen. Product analysis confirmed that no anomalies were seen, and the device performed according to functional specifications.

Event description:
Data was received for review.

Manufacturer narrative:
D6b. If explanted, give date; corrected information, initial MDR inadvertently marked section d6a.

Event description:
The suspect device was received, and product analysis is underway. Internal data from the generator was also received and reviewed.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 02 - product analysis of the suspect product is currently underway.

Manufacturer narrative:
H6 medical device problem code, corrected data: the initial reporter inadvertently did not update the impact code after the suspected malfunction was confirmed invalid.

Event description:
It was reported that when interrogating the generator, an error code 254 (command failure) was seen; the patient also began to experience an increase in seizures. The patient had the generator replaced. Based on previous investigation, it is likely that device has a stuck reed switch. The suspect device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.